Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 6.7 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. The pump also passed the self-test, rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus/basal delivery and a motor position encoder alarm was confirmed in the history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.